Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. A 8mm x 20cm interlock¿ was used for an embolization of the moderately calcified and severely tortuous right internal iliac artery. The target area was accessed through an anterograde approach with a non bsc microcatheter. During the procedure, upon introduction, it was noted that the coil did not curl successfully. The physician retracted the coil to the microcatheter; however, it was observed that the interlocking arm had come off and the coil was unable to return. Subsequently, the coil was withdrawn together with the microcatheter; however, coil protrusion was noted from the microcatheter upon removal. The procedure was completed with a different device. No patient complications reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation with the dispenser hoop, rhv (rotating hemostatic valve) and delivery wire. The delivery wire was returned inside the dispenser hoop. Device analysis observed no issues on the delivery wire upon removal from the dispenser hoop. The dispenser hoop was inspected and dried blood was visible towards the distal end. The rhv was inspected and no anomaly was noted. The coil was not returned. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected and no damage was noted. The delivery wire dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. A 8mm x 20cm interlock¿ was used for an embolization of the moderately calcified and severely tortuous right internal iliac artery. The target area was accessed through an anterograde approach with a non bsc microcatheter. During the procedure, upon introduction, it was noted that the coil did not curl successfully. The physician retracted the coil to the microcatheter; however, it was observed that the interlocking arm had come off and the coil was unable to return. Subsequently, the coil was withdrawn together with the microcatheter; however, coil protrusion was noted from the microcatheter upon removal. The procedure was completed with a different device. No patient complications reported and patient's condition was good.